Event description:
Device 1 of 3. Reference MFR report numbers: 1627487-2015-12144, 1627487-2015-12145. It was reported, the patient experienced uncomfortable stimulation and a strong jolt at the ipg site regardless of stimulation. Diagnostic testing revealed several contacts with impedances out of the normal range. Images taken revealed no anomalies. The system was reprogrammed which provided stimulation. In addition, the patient stated no jolting was felt after the reprogramming.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.